Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("increased menstrual bleeding") and swelling ("swelling"). The patient was treated with surgery (laparoscopic salpingectomy performed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia and swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, menorrhagia and swelling with essure. The reporter commented: the patient has had symptoms since insertion, and she doubts symptoms caused by essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): abdominal pain lower. The analysis in the global safety database revealed 1215 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain / continuous stabbing lower abdominal pain right side') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Concomitant products included amitriptyline hydrochloride (triptyl) for headache. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("increased menstrual bleeding"), allergy to metals ("nickel allergy worsen"), swelling ("swelling"), headache ("daily headache"), fatigue ("fatigue"), feeling abnormal ("brain fog"), memory impairment ("memory problems"), gluten sensitivity ("could not eat gluten"), rash ("rash"), pruritus ("itching"), back pain ("continuous stabbing lower back pain right side"), dyspareunia ("painful sexual intercourse"), alopecia ("hair loss") and tooth disorder ("dental problems") and was found to have weight increased ("weight increase"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, allergy to metals, swelling, weight increased, headache, fatigue, feeling abnormal, memory impairment, gluten sensitivity, rash, pruritus, back pain, dyspareunia and alopecia had resolved and the tooth disorder had not resolved. The reporter provided no causality assessment for abdominal pain lower, allergy to metals, alopecia, back pain, dyspareunia, fatigue, feeling abnormal, gluten sensitivity, headache, memory impairment, menorrhagia, pruritus, rash, swelling, tooth disorder and weight increased with essure. The reporter commented: the patient has had symptoms since insertion, and she suspects that her symptoms are caused by essure. She still has some dental problems but all other symptoms disappeared after essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: as per information received, case (B)(4) (legacy device report num 2951250-2019-04902) was identified as a duplicate of this case. All the information from deleted case (B)(4) has been transferred to this case. New reporter (consumer added), patient¿s date of birth, historical condition, concomitant drug added; essure insertion date updated; new events weight increase, daily headache, fatigue, brain fog, memory problems, nickel allergy worsen, could not eat gluten, rash, itching, continuous stabbing lower back pain right side, painful sexual intercourse, hair loss, dental problems added. The patient informed many symptoms she has had during essure started about a year after essure insertion. She still has some dental problems but all other symptoms disappeared after essure removal. She would like to have some compensation. We received a returned sample in this case. A technical investigation and a review of complaint records and other non-conformances data was conducted; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("increased menstrual bleeding") and swelling ("swelling"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia and swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, menorrhagia and swelling with essure. The reporter commented: the patient has had symptoms since insertion, and she suspects that her symptoms are caused by essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality-safety evaluation of ptc. Health authority number was also received. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.